Event description:
It was reported to medtronic neurosurgery that valve leakage was found during the surgery.

Manufacturer narrative:
The device has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of the valves are 100% tested at the time of MFR.